Event description:
It has been reported to philips that the allura system was unable to store fluoroscopy images and failed to fully boot up when performing a warm restart. The system was not in clinical use. No harm has been reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to store fluoroscopy images and failed to fully boot up when performing a warm restart. Review of the system log files showed communication error with the lateral image storage pc. The fse replaced the front and side ippc in another case pr#2554589. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method codes were corrected.